Event description:
It was reported by the patient¿s mother that the patient¿s blood glucose reached 310 mg/dl while the pod had been worn for between 5 and 24 hours. Reportedly, after the pod was removed from the infusion site (unspecified), the cannula was not visible, which is indicative of a needle mechanism failure. As treatment, the patient replaced the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
This is a correction supplement based on additional information received on march 20, 2026. Upon further review of the complaint call, it was confirmed that the pod¿s cannula was visible after the pod was removed, with the pink slide having moved forward. Therefore, no needle mechanism failure was reported. This will be the final report for report #3014585508-2026-14250-00. Insulet¿s analysis of the provided information deems that the reporting requirements were not met and therefore, this event is no longer considered reportable.